Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned to zoll for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). Visual inspection was performed and found no physical damage. Review of the archive revealed multiple user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error messages on (B)(6) 2016. Since the ua7 error message appeared upon powering on the platform, functional testing could not be performed. Further investigation found that the load cell 1 was defective. To resolve the primary complaint, the single point load cell was replaced. The platform was tested on a test mannequin for approximately 10 minutes with no faults found. The power distribution board was update (unrelated to the reported complaint) to ensure that the autopulse platform remains current. The platform passed all final testing criteria.

Event description:
Upon powering on the autopulse platform (s/n: (B)(4)) during a system check, it was reported that the platform displayed a user advisory 7 (discrepancy between load 1 and load 2 too large ) error message. Prior to the issue, the device had been used on a patient and worked as intended. However, when the device was brought back to the station for system check, and another lifeband was used, the ua7 appeared. There was no report of patient involvement.